Event description:
The customer was admitted to the hospital with dka. The customer had frequent urination, vomiting, and difficulty breathing. The customer's bgs were high. The customer indicated that the pump no longer gave the low reservoir alarm and did not realize that there was no insulin in the reservoir. The customer's bg was treated with the pump at the time of call.